Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11g11132, h11f08080, h11e14023 and no exceptions were observed that were related to the reported condition. The cause of the user error which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the user error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse from the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. During a call with baxter customer services, the following was reported. On an unreported date, the patient did not wear a mask. Treatment and outcome were not reported. On (B)(6) 2011, the patient was diagnosed with and hospitalized for peritonitis. The cause of the peritonitis was the patient did not wear a mask. Treatment was not reported. On (B)(6) 2011, the patient was discharged. At the time of this report, the patient was recovering from the peritonitis. Dianeal therapy was ongoing. The nurse stated the event of peritonitis was not related to dianeal therapy and did not comment on the event of did not wear a mask. A search of (B)(4) suspect products shipped within two months before the incident showed the following: l5c4531, lot numbers: h11g11132, h11f08080, h11e14023.